Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Reportedly, the customer cleared the alarm, re-initiated the bolus, and received a cartridge alarm 19. Customer's blood glucose level was 382mg/dl. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery.